Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient has had headaches with a possible seizure as of an unknown date. It is unknown if the symptoms were related to the device or therapy, and MRI guidelines were requested. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a correction for evaluation code method, result, and conclusion. If information is provided in the future, a supplemental report will be issued.